Event description:
It was reported that the sponge was not inside the minicap when the overpouch was opened. The nurse stated that the sponge was located in the pouch but separated from the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although initially reported to be available for evaluation, the minicap was not returned. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.